Event description:
A consumer reported that he has observed a deterioration of his vision following bilateral intraocular lens (iol) implant procedures. He stated that he requires additional light to see and his vision is blurry. The reporter did not provide any contact information for the surgeon; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This fie is for first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The reporter did not provide any contact information for the surgeon; therefore, follow up was not able to be conducted. (B)(4).